Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device damage. A visual inspection on the probe found severe twists and kinks along the insertion tube located approximately at 35mm from the proximal end and another at 280mm from the distal end. Each damaged section measured approximately 10mm in length. The transparent sheath of the transducer section was also found damaged causing minor ultrasonic propagation fluid to leak out. There were also light scratches found on the connector section of the probe. The ultrasound probe was then connected to an olympus test probe driving unit (model# maj-1720), and tested with an endoscopic ultrasound center (model# me-1). The frequency detection was found to be working appropriately; however, no image was observed on the monitor likely due to the damaged insertion tube. The ultrasound probe was returned to the user facility. Based on the evaluation findings, the damaged insertion tube was likely caused by pushing or pulling the probe with excessive force or withdrawing it into the bending section of the endoscope during probe rotation. The olympus instruction manual for use states, ¿manipulate the ultrasonic probe slowly and carefully when the endoscope is sharply angled or the forceps elevator is raised. Forcefully pushing or pulling the ultrasonic probe may damage it.¿

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the patient's death could not be determined at this time; however, the operator's technique could not be ruled out as a contributory factor. The instruction manual for use states, ¿do not coil the insertion tube with a diameter of less than 20 cm. Do not hit, stretch, twist, drop, or bend excessively the distal end, insertion section, or connector section of the ultrasonic probe. Never insert or withdraw the insertion tube abruptly or with excessive force. Otherwise, the equipment may be damaged, causing an injury in the body cavity, burns, bleeding, perforation, or detachment of parts. If it is difficult to insert the probe, do not forcibly insert the probe; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ in addition, olympus followed up with the user facility to gather additional information on the reported event; however, limited information was provided.

Event description:
Olympus was informed that during a diagnostic bronchoscopy (ebus) procedure on (B)(6)2017 the patient expired. The procedure was a study of the left upper lung lobe lesion. It is unknown if the device caused or contributed to the patient¿s death. On (B)(6) 2017, olympus received additional information from the user facility's medwatch ((B)(4)) stating that after insertion of the device, there was difficulty pulling back the probe; which was noted to be coiled at the end of the bronchoscope. The scope, probe, and sheath were removed from the patient without any problems. The patient's oxygen saturations dropped. Blood was noted coming from the mouth. The bronchoscope was inserted through the endotracheal tube and blood was suctioned with improved ventilation. Subcutaneous emphysema was noted and a chest tube was inserted. The patient developed a wide complex arrhythmia and arrested. After 49 minutes of CPR, the patient expired.